Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 138 and 80mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the strips for evaluation. Replacement test strips and a new kit were sent to the customer.